Manufacturer narrative:
The device was received deployed with the soft cannula not visible in the needle well. The pink slide insert was visible in the top housing viewing window and the linkage assembly was completely retracted. The data downloaded from the device showed no timeouts, drive stalls or alarm. Investigation found the exposed portion of the soft cannula torn. The length of the soft cannula was measured to be out of specification. Due to the soft cannula being torn, the fluid did not flow through the complete fluid path. It could not be conclusively determined when this damage occurred.

Event description:
It was reported the patient's blood glucose level rose to 270 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.